Event description:
It was reported that the patient with this artificial urinary sphincter (aus) complained of leakage. Upon revision, a malfunction in the pump was suspected; therefore, the existing aus was removed and replaced. No additional patient complications were reported.